Manufacturer narrative:
(B)(4). The device is expected to be returned and analyzed.

Event description:
Boston scientific received information that this device was unable to be interrogated at this patient's last visit. The patient had not been seen in some time. A magnet was applied and no tones were heard. As a result the device was explanted and replaced thinking the battery may have prematurely depleted. To date, no additional adverse patient effects have been reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.